Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, lead returned severed ~141 mm from the terminal pin, two segments were returned, a terminal end segment and a mid-body segment, the tip segment was not returned. Visual inspection revealed tissue with calcification on the proximal spring electrode, blood/body fluid in the lumens, and damaged insulation, abrasion 573-577mm from the terminal pin, which exposed conductors, cuts were noted in the shocking coil. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this implantable right ventricular (rv) lead was explanted due to an unknown product performance issue. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable right ventricular (rv) lead was explanted due to an unknown product performance issue. Another rv lead was successfully implanted. No additional adverse patient effects were reported.